Event description:
It was reported the patient fell on his stomach and fractured the lead. The lead was explanted and replaced, and the patient is reported to be doing well. The lead was returned, with a report of no capture, high impedance and apparent fracture.

Manufacturer narrative:
Evaluation summary proximal conductor fractured; full lead returned.